Event description:
On (B)(6) 2025, a male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept became aware that post-aquablation therapy, the patient presented with a fever in post-op care and was experiencing tachycardia. It was discovered that the patient had air in his abdomen, and the patient was then sent for a computed tomography (CT) imaging, revealing a rectal perforation. On (B)(6) 2025, a bowel diversion procedure was performed. The patient was discharged from the hospital on (B)(6) 2025. It was reported that no issues were experienced during the aquablation therapy. Standard protocols were followed, and all rectal injury prevention precautions (patient in lithotomy position, buttocks 2 inches off the end of the bed, digital rectal exam, 60ccs of lubricant dispensed in the rectum, 30ccs of lubricant placed on the rectal ultrasound) were performed. Following the aquablation therapy, the trus probe was inspected, and no blood was visualized. Following the focal bladder neck cautery protocols, the patient¿s rectum was inspected by the physician for any injury. No injury was found upon inspection. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe were reported during this event.

Manufacturer narrative:
Procept biorobotics is an importer of the apogee 2300 digital color doppler ultrasound imaging system. The system is a purchased device hence manufacture date is not available. The receiving inspection record for the apogee 2300 digital color doppler ultrasound imaging system serial number (B)(6) was reviewed. It passed the receiving inspection. No reworks were performed by procept biorobotics that were related to the reported event. The review indicated that the device met specifications when released for distribution. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding in summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. No device malfunction has been reported. Based on the review of treatment log files, DHR, post-marketing data and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.